Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the sheath was removed, a right groin hematoma was noted. Pain was noted when pressing on the inguinal area, as well as dysuria. The outcome of this case is unknown. The patient's hospitalization was extended. Femoral artery ultrasound and contrast computerized tomography (CT) were performed. The issue resolved. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.